Event description:
It was reported the patient¿s catheter was ¿nicked¿ in the spinal portion on the date of this report during a surgery that was unrelated to the patient¿s device or therapy. It was noted they were going to revise it today. It was further reported it was unknown if there were any symptoms related to this event. It was noted the location of the issue was ¿somewhere in the spine¿lumbar area,¿ but the area was not known for sure. It was later reported no revision was done or planned at this time and the patient was told to make an appointment with his follow up physician. The patient's pump was interrogated on (B)(6) 2014 and telemetry strips indicated the patient¿s pump was set to minimum rate mode. The pump was being used to deliver morphine and bupivacaine.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. Product ID: 8551, lot# 61148998, implanted: (B)(6) 2011, product type: accessory. (B)(4).